Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, customer called in with a monitor problem. Vyaire recommended running the vent for 25 to 30 minutes and performing ovp (operational verification procedures) as described in the service manual vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problems with the vela ventilator. After replacing the main board, it was found out that the volumes were lower than expected (both monitored and delivered getting 340ml when set at 500ml). Furthermore, there is no information regarding patient associated with the reported event.